Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged. It was noted that there was tissue on the helix. It was also observed that there was crosstalk on the right ventricular (rv) lead. The right atrial (ra) lead was explanted and replaced with the rv lead remaining in use. No patient complications have been reported as a result of this event.